Manufacturer narrative:
Manufacturer's investigation conclusion: the reported clicking noise could not be confirmed. A specific cause for the reported event could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported chest pain could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at the time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU and section 6 of the IFU, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the patient handbook, ¿introduction¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. Section 8 of the patient handbook entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was having severe but intermittent pain in chest. The patient was in intense pain, and it lasted around 6 minutes. It was not felt to be ischemic in nature, and a computed tomography (CT) chest was normal. The patient was hemodynamically stable, and the device appeared to be functioning normally. The patient also had an implantable cardioverter-defibrillators (icds) which had been interrogated and showed no recent activity. A review of log files showed no notable alarm conditions or parameter changes. The cause of the chest pain was unknown. There were no further findings; the patient planned to be discharged.